Event description:
The customer called to report that after having the pod on for about 36 hours, she noticed the needle never retracted back into the pod and the insulin looks crystallized inside the cannula. She has been experiencing high blood glucose levels between 200 mg/dl and 415 mg/dl since yesterday. No other bg results, times or history was provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the hyperglycemia reported. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It also advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."